Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture, had a blank display, alarmed unexpected restart and also had damage. The customer stated that the insulin pump was dropped in a pool of water but did not have a blank display until the they removed the reservoir and battery. When they reinserted the battery, the insulin pump alarm unexpected restart. The customer stated that they cleared the alarm, but the insulin pump went to countdown again. The customer also reported that there was condensation under the lcd display. Troubleshooting for pump exposed to fluid was performed. When the customer was asked if there was any cracks on the insulin pump, they stated that there was discoloration on the corner piece by the sticker. The customer's blood glucose was unknown at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for the other reported issues could not be performed as the customer was not home and declined. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the functional testing, including the operating currents measurement, self test, unexpected restart error test, displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. No blank display or unexpected restart alarm anomaly noted, however moisture damage found on the electronics. The insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, minor scratched and cracked display window.